Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that all five wires of the proximal coil were fractured at 29 cm from the connector pin, which caused the reported noise.

Event description:
It was reported that noise was observed on the egms's. The atrial lead exhibited low impedance of 288 ohms. The lead was fractured. The lead was replaced.